Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by a arjohuntleigh technician (B)(6) 2012: shower trolley has loose side rails - side rails were loose, found bolts were loose, tightened bolts. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential injury.